Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Date of event is an approximation. On approximately (B)(6) 2026 around noon, the patient's spouse reported that the patient's reading on his dexcom was low and the bg reading was 270 mg/dl. The patient's spouse called 911 and asked for help to bring her husband to the emergency room. At the emergency room they performed a bg reading which was 270 mg/dl. The patient was treated with intravenous (IV) fluids and insulin. The patient stayed at the hospital for only few hours. The patient was doing fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.